Event description:
It was reported that the instrument was not cutting or coagulating well. The surgeon completed the surgical procedure with the instrument although its performance was alleged to be suboptimal. No pt harm, adverse outcome or injury was reported.